Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient weighed approximately (B)(6) pounds, and the circumstances that led to the bad electrode in (B)(4) 2017 were unknown - possible scar tissue. The steps taken to resolve the bad electrode in (B)(4) 2017 was that they bypassed the problem with a new program. There were no further complications reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for radiculopathy and spinal pain. It was reported the patient had an issue in (B)(6) 2017 where they were not getting any stimulation. The patient stated they met with the rep and there was a bad electrode. The patient stated they took an x-ray and a manufacturer¿s representative (rep) met with them. Additional information was received from a manufacturer's representative (rep). It was reported that a rep did meet with the patient and helped with reprogramming in (B)(6) 2017. However, the rep noted that they were not aware of the patient's electrode being bad. No further complications were reported.